Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer had a long boot sequence. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board and the tabs were broken on the power cord bay door. (B)(4).

Event description:
It was reported the programmer takes a long time to boot. The programmer was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.